Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/28/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported the right side ¿does not look and feel right¿, "feels funny and is sore", and believes it may be also deflated. Patient also reported being able to feel ¿wrinkles¿. Healthcare professional reported right side deflation. Device remains implanted.